Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was admitted to the hospital for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with an unspecified medication (dose, frequency, and route were not reported). It was reported that the patient "will most likely be transferred to hemodialysis". No further information regarding the patient's outcome was provided. No additional information is available.